Event description:
Boston scientific (B)(4) received info about a journal article studying lead survival based on epicardial pacemaker placement. This study involved products from several different mfrs, including boston scientific. During the course of the study, 43% of the pts experience one or more lead failures within 3.7 years and 28% experienced lead failures within 3.1 years. The majority of the leads failed due to high thresholds, lead fractures, and sensing problems. No adverse pt effects were reported in the article. No model and serial number info was provided in the article and attempts to obtain the info were conducted. Add'l info was later reported that this epicardial pacing lead experienced pacing threshold issues. Journal article reference: lichtenstein bj, et al. Surgical approaches to epicardial pacemaker placement: does pocket location affect lead survival? Pediatric cardiology. Aug 6, 2010: epub.

Manufacturer narrative:
Result: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.